Event description:
It was reported to boston scientific that during the implant of a pre-pubic sling, the physician was delivering the needle of the sling and perforated the vagina (which is sometimes called the button hole). The physician button holed an additional 3 times and then used a different type of device to the complete the case. The physician stated that the product didn't have a performance problem but difficult patient anatomy coinciding with the unique path that prefyx takes made it almost impossible to complete the case. The perforations were repaired with a suture and there were no patient complications as a result of the event. No patient complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore a failure analysis is not available. Product unavailable for analysis